Event description:
Additional information received reported perioperative antibiotics were administered. The onset of the infection began on (B)(6) 2011 and existed along the lead track. The patient experienced redness, drainage, pain, and incisional wound opening. A culture was obtained from the lead site and revealed methicillin-resistant (B)(6). Local betadine and iodoform packing were performed daily and the patient was given oral antibiotics. The infection was ongoing though the patient was improving.

Event description:
It was reported that the patient has an infection around the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; programmer model 3037, serial # (B)(4).